Event description:
It was reported by service report that the male side of the cable extenders were damaged causing the footboard to have no functionality. The customer could not determine if there was pt involvement or if there were adverse consequences to report.